Event description:
The customer reported that the unit failed to power up.

Manufacturer narrative:
The customer reported that the unit failed to power up. On 10/13/2009 a philips field service engineer went to the customer site and verified the failure. The power pca was replaced resolving the reported issue.